Event description:
A customer reported experiencing a cartridge alarm 20 issue with their pump. There was no adverse impact to the customer's blood glucose level. Technical support confirmed that the customer had reported cartridge alarms with consecutive cartridges and decided to replace the pump, which was still under warranty. The customer was advised to use multiple daily injections (mdi) as a backup therapy and acknowledged receiving instructions on returning the problematic pump, programming the new pump, and connecting their continuous glucose monitor (cgm) to it. The replacement pump, which contains updated software, was sent without a signature requirement for delivery.